Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) large volume folfusors underinfused. This was observed during patient infusion. After 24 hours, the infusions have not been finished. The devices were filled with 240ml of saline and piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one (1) actual device was received for evaluation containing 34 ml of fluid in the bladder. The other sample was not received and therefore, could not be evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.